Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that when connecting secondary abx IV tubing to primary ns tubing and opening clamps, secondary tubing suddenly disconnected at y-site. Ns fluid was flowing out of broken tubing, this rn clamped both IV tubing and placed faulty supplies into bag

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
One sample model 10802688 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the outlet port of the most distal y-site. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the failure mode (separation tubing/y-site) was addressed on (B)(6) 2025 for a similar incident, and the following actions were taken: - quality alert was created on (B)(6) 2025 to communicate the failure mode and reinforce the correct solvent application method and follow up to standard work instruction. - work order was created on (B)(6) 2025 to review the solvent dispenser. Sku reported on this complaint is not planned to be produced at hmo site, sku reactivated in tj site. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.